Event description:
The event involved a customer allegation of a device that did not hold the charge. A review of the device history showed that the device had multiple n56 (replace battery) and n252 (depleted battery) alarms. During investigation, the device was powered up and the battery depleted message with an empty battery icon was displayed. The device was connected to ac power and a message to keep the device plugged into ac power was displayed. The device passed the self-test on ac power. When disconnected from ac power, the device displayed a depleted battery message and powered off. The battery did not charge and the complaint was confirmed. A new battery was installed and change battery option was keyed. The device then passed testing. The probable cause was a combination of a depleted battery and the change battery option not being keyed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.